Manufacturer narrative:
Date sent: 5/29/2007. Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastrectomy scissoring occurred with the el5ml. Another device was used to complete the case. There was no adverse consequence to the patient.